Event description:
It reported that the patient presented during post-implant interrogation. It was noted that the patient experienced discomfort from extra-cardiac stimulation and the patient's right ventricular lead exhibited failure to capture. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable conditon.

Manufacturer narrative:
The reported events of low loss of capture and extra cardiac stimulation were not confirmed. As received, a complete lead was returned in one-piece for analysis. Visual inspection, x-ray examination, and electrical testing did not identify any anomalies.